Event description:
It was reported the patient presented in clinic for follow up. Upon interrogation, it was discovered the atrial lead exhibited high pacing impedance and was broken. The lead was explanted and replaced. The patient was in stable condition.